Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient also stated that air was present in the tubing. This occurred during an unspecified step of peritoneal dialysis therapy, while the patient was connected. There was nothing unusual found during troubleshooting that would have caused or contributed to the alarm. The technical service representative reviewed proper procedures, per the user manual, with the patient. It is unknown how the patient planned to complete therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.